Event description:
Customer reported that she was hospitalized due to low blood glucose. The blood glucose reading was 60 mg/dl. Customer stated that her insulin pump was constantly alarming and her sensor was giving incorrect readings. Customer stated that she had stomach flu or virus that was causing her to vomiting. Customer stated that she had ketoacidosis and her blood glucose was going low. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.